Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 46.6 months, was explanted for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.